Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The son of a customer reported via phone call of being hospitalized for high blood glucose of over 600 mg/dl and requested training for the insulin pump. Caller was assisted with administering a bolus to the customer. Troubleshooting found that the call was not a hippa contact and to have the customer call back for further assistance.